Manufacturer narrative:
Guardian was returned for evaluation. No damages were observed on the returned unit. A device history review was completed. No deviations or non conformances noted. It is unknown if the stent delivery system was deflated completely prior to being advanced or if the high-pressure seal (rotolock) was completely opened. IFU states the following two precautions: balloons and stent delivery systems should be completely deflated before being advanced/ withdrawn through the hemostasis valve to avoid damage to the devices. Failure to open the guardian ii or the guardian ii nc high-pressure seal fully, prior to inserting/ withdrawing a diagnostic/interventional device, could cause damage to the device. Additional information was requested from the account. A response was received. It is unknown if the rotolock was secured or rotated. No injury noted with the patient. No other medical intervention was done due to this issue. Based on the information, the most likely root cause of the issue is undeterminable. No product failure was observed.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the guardian ii valve became faulty and wouldn't allow equipment to pass through, hence damaging a stent. Valve and equipment removed, causing a larger then expected blood loss (300-400ml) for the procedure. No injury to patient.